Manufacturer narrative:
The insulin pump was received with a blank display due to the battery tube not properly plugged into the interface board. After the battery tube was connected to the b-1 connector on the interface board, the pump was monitored and operating currents are within specifications. The insulin pump was also received with minor scratches on the lcd window.

Event description:
The customer's wife reported via phone call that the customer had a blank display on the insulin pump. Caller stated that the pump was not working and was shutting off last night. Customer woke up last night and the pump was off. Customer tried a new battery but it didn't work. Caller was not sure if the pump had been dropped or bumped. Caller tested with a new battery but the display did not return. Caller stated that they were using duracell batteries. Caller was advised that the insulin pump will need to be replaced. Caller was advised to have the customer discontinue use of the pump and revert to a back-up plan.